Event description:
Customer reported the IV tubing was severed below the lower fitment, around the safety clamp area, resulting in a leak. When the tubing separated, the end connected to the pt's central line, fell to the floor, and the pt's blood leaked out. No pt harm reported or medical intervention required. No additional event info was provided.

Manufacturer narrative:
MFR's report date: 12/15/2010. (B)(4). This report was filed by the MFR. Product evaluated and customer's report that the tubing separated and leaked below the lower fitment was confirmed. No crush marks or damages were found on the tubing or lower fitment. A dimensional eval of the components verified the components were within specification. Traces of solvent were observed on the tubing and lower fitment. The root cause of the separation and leak below the lower fitment was identified as insufficient solvent application to the tubing and lower fitment engagement. MFR date identified by smartsite valve laser number.